Event description:
It was reported to medtronic neurosurgery that the patient had been experiencing symptoms after he flew on a commercial jet. According to the report, of the 8 flights that he had been on lately, he experienced symptoms after 7 of those flights. The report stated that the patient visited his neurosurgeon and in each case, the clinician confirmed that his valve setting had changed from 0.5 to either 2.0 or 2.5.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.